Event description:
An article abstract entitled "change in seizure frequency after activation of vns autostim feature" was reviewed. Per the abstract, after activation of the autostim feature, there was an average 36% reduction in seizure frequency. Four patients (two with focal and two with generalized epilepsy) improved, with 33%, 50%, 70% and 80% seizure reduction. Of the remaining two patients (both with focal seizures) one had no change and the other a 14% increase in seizures. This report is regarding the patient who experienced a 14% increase in seizures. No additional relevant information has been received.